Event description:
Customer reported receiving an ER-3 message on the display of her freestyle freedom lite blood glucose meter on (B) (6) 2010 and noted the test would not start with test strip insertion. She further reported self-administering an unknown amount of insulin, which was not a change to her normal medications and subsequently experienced a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated with orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The device (B) (4) has been returned and an investigation utilizing the returned meter, retained test strips (lot no: 1002834) and retained control solution (lot no: 9f3p11) has determined the complaint is not confirmed. The meter powered on with the button and with insertion of a test strip. Additionally, all results were within the range specification and no errors were observed during control solution testing.